Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. Insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, cracked reservoir tube and minor scratches on lcd window.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 385mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.